Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one pce60a device was returned in good visual condition and with one ecr60b cartridge loaded on the device. The reload was received fully fired. Upon evaluation, the reload was noted to have the lateral retention feature damaged. However, it could not be determined what may have caused this condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test cartridge and returned cartridge were loaded and removed from the device without any difficulties during testing.

Event description:
It was reported that during an open gastrectomy, the cartridge could not be removed from the device after the 1st firing. The device cut and stapled properly at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.